Event description:
Procedure: caesarean section. The patient sustained burns on luq (left upper quadrant) of abdomen in two places. One burn is 5cm in length and elliptical in shape, 4cm at widest dimension. The second burn is 4cm in size. The burns were excised by the physician, and the patient has healed without incident.

Manufacturer narrative:
According to the conmed sales representative, the physician misplaced the pencil between the safety holster and drapes, causing the burn to the patient. The burns were described as being in the shape of the pencil blade electrode. The sabre 180 was evaluated by the biomed department at the user facility. The sabre 180 was deemed to be functioning within manufacturing specifications. Conmed electrosurgery will continue to make attempts to obtain the suspect handpiece for evaluation. The conmed electrosurgery will continue to make attempts to obtain the suspect handpiece for evaluation. The conmed electrosurgical handpiece/bovie instructions for use states the following: "safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use."